Event description:
It was reported the patient's pump had a low reservoir alarm on (B)(6) 2015 at 00:16 and an empty reservoir alarm occur on (B)(6) 2015 at 21:20. A volume discrepancy also occurred. The actual reservoir volume (arv) was about 25 ml and the estimated reservoir volume (erv) was 0 ml. The printout was checked and it showed the volumes "essentially matched for the last refill". There were no motor stalls noted within the logs. The patient did have an increase in pain starting "sometime around the end of (B)(6)" and did not show any symptoms of withdrawal. The healthcare professional (hcp) believed there was an issue with the catheter. A posterior/anterior and lateral x-ray of the catheter was planned. The patient was alive and their treatment plan was being determined. The pump was used to deliver hydromorphone, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).